Event description:
It was reported there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
A dräger service technician checked the primus after the reported event and found that the upper diaphragm of the ventilator assembly was deformed and pushed to the upmost position inside the ventilator piston. The technician reassembled the diaphragm and tested the device which then operated properly. He downloaded the electronic loig file and submitted it for further analysis. The case in question could be reconstructed by means of the information stored therein. It was stated at 11:45 in man/spont and continued in pressure mode from 11:50 on. Ventilation was stable until 12:57 significantly negative airway pressure readings were recorded. In addtion the device measured large deviation between the applied volume and the measured inspiratory flow. These are typical signs indicating the use of a suction. The primus generated corresponding visible and audible alarms, such as pressure negative, fresh gas low or leak, apnoe. Subsequently the device measured pressure peaks between -20 and +80mbar. Due to the massive lack of fresh gas and the negative pressure the ventilator piston got blocked at the upper limit. This goes along with the deformed diaphragm. The device reacted as specified for such situation, posted a corresponding ventilator fail alarm and automatically switched to man/spont. In such case, the user can continue the case with manual ventilation. Gas delivery (inc. Agent) as well as monitoring functions remain available. Based on all available information the reported event was caused by the use of a suction during automatic ventilation. The primus instructions for use contain a corresponding warning: "warning risk of patient injury if not used correctly, the suction unit may injure the patient. Prior to use, disconnect the patient from the ventilator, and pay special attention to the instructions for use of the suction unit." During the device checks no deviation from specification was found. The investigation has not revealed any device failure.

Event description:
It was reported there was a vent fail during use. There was no patient injury reported.